Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since around (B)(6) 2021, they were experiencing jolts of electricity every time they would bend over.  They were redirected to see their doctor to further address this issue.